Event description:
A patient was scheduled for additional bone grafting. The patient was initially implanted with a pspc (patient specific plate contouring) number 2.5mm custom plate and six screws. The three posterior screws by the angle on the plate were fine. Of the three anterior screws, two unknown screws were dislodged and the last one was loose. The screws were removed and replaced and the procedure was completed successfully. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.